Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. The screw displayed very little wear. The loss of bone purchase, was likely due to the patient's poor bone quality. Our investigation of the product and review of the manufacturing and inspection records revealed no manufacturing discrepancies or material defects, nor did it reveal any contributing information/trends.

Event description:
On 12/09/2016 it was reported to k2m, inc. That a revision surgery took place in which a pedicle screw started to back out and were removed. The patient reportedly had pedicle screw back out approximately 2 months post-op. Revision surgery took place (B)(6) 2016.